Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a costumer from USA: "1 power cord with the base completely broken off. (B)(4). Lot#0314. Death / serious injury: no. Delay in therapy: unknown. Need for medical intervention: unknown ".